Event description:
It was reported that the head section of the bed is stuck in the up position. Trying a different outlet did not correct the issue. When pressing buttons on the pendant, there is no sound coming from the bed.

Manufacturer narrative:
It was reported that the head section of the bed is stuck in the up position. Trying a different outlet did not correct the issue. When pressing buttons on the pendant, there is no sound coming from the bed. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.